Event description:
This pi is for revision. Patient's internist reported patient would like to know if implants implanted in right knee are subject to a recall. Update: patient reported a manipulation in 2021 (exact date unknown) and reported a poly exchange in 2022 due to pain. Currently patient reported still experiencing pain and difficulty walking up and down stairs.

Manufacturer narrative:
Reported event: an event regarding revision involving an unknown insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. Patient would like to know if their implants are part of a recall, as no device details were supplied, it is not possible to determine if the patient¿s implant is subject to a recall. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not available.

Event description:
This pi is for revision. Patient's internist reported patient would like to know if implants implanted in right knee are subject to a recall. Update: patient reported a manipulation in 2021 (exact date unknown) and reported a poly exchange in 2022 due to pain. Currently patient reported still experiencing pain and difficulty walking up and down stairs.